Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when the surgeon was opening the product, he noticed a hair on the product. Therefore, he implanted another centrax (44mm) instead of it."